Event description:
During follow-up, the device was interrogated and revealed an abnormal battery measurements and slow telemetry. The device was then interrogated again and a false elective replacement indicator (eri) alert was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The device was then interrogated again and normal battery measurements and longevity were observed. The slow telemetry was due to rf telemetry lockout. The patient was in stable condition.